Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx was used in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the device was tested and inspected prior to use and no issues with the device were noted. After a sphincterotomy was performed, a 1cm gallstone was captured using a trapezoid basket, however, it was not possible to remove the basket from the cbd. An alliance handle was then used in conjunction with the trapezoid basket in an attempt to crush the stone. However, when lithotripsy was attempted the basket failed to crush the stone and the tip of the basket failed to detach. The basket and the stone were trapped in the common bile duct, and the patient was sent to surgery. Prior to surgery, an attempt to use the sohendra device was made, however, according to the complainant, no one was familiar with using the sohendra device and this attempt failed. Surgery was performed to remove the basket and stone from the patient. After the surgery was completed, the physician noted that the stone was ¿rock solid¿ there were no patient complications as a result of this event, and the patient¿s condition following surgery was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found residue that was present on the device indicating use/ handling. The customer only returned the distal part of the wire basket assembly. The pull wire was twisted and kinked. The basket tip was intact and the basket wires were bent. An examination of the proximal end of the pull wire found that it had been cut apart by the user most likely when the user attempted to remove the device from the patient. The condition of the returned unit was consistent with the complaint incident that the tip failed to detach. The device is designed so that the basket tip detaches if the stone cannot be crushed, however, from the analysis of the returned device this did not occur. The directions for use (dfu) outlines steps to remove the device if the tip fails to detach, the use of the sohendra lithotripsy system is optional. Therefore, the most probable root cause is "operational context". A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the device was tested and inspected prior to use and no issues with the device were noted. After a sphincterotomy was performed, a 1cm gallstone was captured using a trapezoid basket, however, it was not possible to remove the basket from the cbd. An alliance handle was then used in conjunction with the trapezoid basket in an attempt to crush the stone. However, when lithotripsy was attempted the basket failed to crush the stone and the tip of the basket failed to detach. The basket and the stone were trapped in the common bile duct, and the patient was sent to surgery. Prior to surgery, an attempt to use the sohendra device was made, however, according to the complainant, no one was familiar with using the sohendra device and this attempt failed. Surgery was performed to remove the basket and stone from the patient. After the surgery was completed, the physician noted that the stone was "rock solid". There were no patient complications as a result of this event, and the patient's condition following surgery was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) tip won't detach. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.